Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of hi blood results. Expected blood glucose test result range is not known. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently stopped taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 prod results of hi and hi. Storage of test strips not verified. Test strip lot MFR's expiration date is 12/16/2016 and open vial date is (B)(6) 2014; test strips are expired. Recall test results performed non-fasting from meter memory (date/time not set): hi, (B)(6) 2015, 08:43 pm; 217 mg/dl, (B)(6) 2015, 12:02 pm; 123 mg/dl, (B)(6) 2014, 10:06 pm; 110 mg/dl, (B)(6) 2014, 04:04 pm; 128 mg/dl, (B)(6) 2014, 09:36 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of hi blood results. Expected blood glucose test result range is not known. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently stopped taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of hi and hi. Storage of test strips not verified. Test strip lot manufacturer's expiration date is 12/16/2016 and open vial date is (B)(6) 2014; test strips are expired. Recall test results performed non-fasting from meter memory (date / time not set): hi 02/03/2015 08:43pm 217mg/dl ,(B)(6) 2015 12:02pm. 123mg/dl ,(B)(6) 2014 10:06pm. 110mg/dl ,(B)(6) 2014 04:04pm. 128mg/dl ,(B)(6) 2014 09:36pm. Adverse event not reported.